Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated feb 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional info received regarding this event after filing this report shall be filed on a supplemental MDR. DHR review performed: a review of synthes device history records for mfg revealed no complaint related issues. Visual inspection revealed the nut is broken off and missing, 5mm schanz screw (not a synthes part) is blocked in the sleeve. The fracture face is homogenous and has the typical view of a forced rupture. Unable to determine the cause as the nut was not returned and the thread fragment is completely blocked in the holding screw. However, a mechanical overloading situation cannot be ruled out.

Event description:
It was reported during a femoral orif surgery a holding sleeve for a large distractor had broken. While surgeon was tightening the nut, the pin of the holding sleeve snapped. No pieces fell into pt. Another instrument was used to complete the surgery.